Event description:
It was reported that the patient with an inflatable penile prosthesis (ipp) experienced infection. A surgical procedure was performed during which two cylinders and one pump were explanted, preserved the balloon, and re-implanted a single cylinder on the right side. Once the infection is solved, a new pump will be implanted to complete the connections between the single cylinder, ballon and pump to allow the patient to retain some ability to have an erection. No further patient complications were reported.

Event description:
It was reported that the patient with an inflatable penile prosthesis (ipp) experienced infection. A surgical procedure was performed during which two cylinders and one pump were explanted, preserved the balloon, and re-implanted a single cylinder on the right side. Once the infection is solved, a new pump will be implanted to complete the connections between the single cylinder, balloon and pump to allow the patient to retain some ability to have an erection. No further patient complications were reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The cylinders were microscopically inspected, and leak tested. Microscope examination revealed that the first cylinder kink resistant tubing (krt) had a hole from sharp instrument damage. The first cylinder krt had a leak from sharp instrument damage. The second cylinder passed the microscope examination and leakage test. The momentary squeeze pump was microscopically inspected, leak and functionally tested. The ms pump passed the microscope examination and the leakage test. The ms pump failed the functional test. Based on the information available and analysis results, the allegation of infection is addressed in the product labeling and risk documentation; therefore, a conclusion code of known inherent risk of the device was assigned to this investigation.